Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, there was noted bleeding and manual pressure was applied. The physician returned to place additional suture and hemostasis was achieved. The site was dressed with gauze, clear dressing, and modified pressure dressing. The impella cp was successfully weaned and explanted. However, it was noted that the site was allowed to bleed very briefly before the physician applied manual pressure and maintained the site and controlled bleeding for 10 minutes. Then the nurse also applied pressure for 25 minutes. Hemostasis was achieved. The site was cleaned and clear dressing was applied. The procedure was successful.